Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation reviewed the calibration and qc; the calibration and qc were within specifications. The investigation reviewed the alarm trace. The alarm trace provided did not reflect the relevant date and time. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 801 module. The initial result was reported to the doctor. A new sample was collected from the patient. The initial result of the initial sample at 1:32 pm was 146 ng/l. The repeat result of the initial sample at 4:03 pm was 3.36 ng/l. The initial result of the new sample at 3:09 pm was 3.45 ng/l. The repeat result of the new sample at 4:03 pm was 3.91 ng/l.

Manufacturer narrative:
On (B)(6)2023, a repeatability check was performed 21 times using two levels of troponin t controls; one elevated result of 258 ng/l was noted. The calibration and qc data do not indicate a general instrument or reagent issue. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.